Event description:
After 8 months of cochlear implant use, diagnostic testing in 2005 showed five faulty electrodes. The device was reprogrammed. About 3 months later, further testing showed additional faulty electrodes. Due to the reported degradation in performance, explantation and reimplantation was recommended.